Event description:
While doing a pt demo, the stylette was removed and the electrode would not fit into the brand new cannula. The stylette would not even go back in this cannula. As a result, the physician bent co's brand new lightweight tcu-410. Once he replaced the faulty cannula with a new one, co was able to complete the procedure. There was no adverse consequence for the pt or delay in surgery or anesthesia time.